Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error and should be considered duplicate. Please reference MFR report number 3004209178-2017-42259, for information related to this complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced battery out limit, failed battery test and weak battery alarm. The customer's blood glucose value was 418 mg/dl. The customer treated with the pump. The customer stated that she changed the battery 4 times and it alarmed weak battery. The customer stated that neither compartment nor spring were damaged or corroded. The product was not returned for analysis.